Manufacturer narrative:
The device is available for analysis but has not yet been received, a device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When a physician attempted to use a brite tip sheath, the distal end of the sheath was frayed and could not be inserted. Therefore, it was replaced with a new sheath. There was no patient injury and the device will be returned for analysis. There was no serious injury.

Manufacturer narrative:
When a physician attempted to use a brite tip sheath, the distal end of the sheath was frayed and could not be inserted. Therefore, it was replaced with a new sheath. The procedure was successfully completed and there was no patient injury. The device was discarded. There were no anomalies noted when removed from the package and no anomalies noted during prep. The access site was the femoral artery. The device frayed after insertion. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17535727 was performed and it was found that the product history record review does not suggest that the failure experienced by the customer could be related to the manufacturing process. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi as was done in this case. Based on the product history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.